Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and failure analysis could not verify the customer reported event. An in-house mcs tip accessory was installed on the instrument without issue. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The blades opened and closed properly. The in-house mcs tip accessory did not fall off the instrument during testing on the in-house system. Based on the investigation results, customer reported issues may be due to other factors unrelated to the product. Additional observation not reported by site that is not related to the customer reported complaint: the instrument was found to have abrasions to the tube adapter. The sheath instrument was returned with a part failed component as an incidental return. There is no reported complaint against this part. The sheath was inspected and no damage found. The complaint was not confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the monopolar curved scissors (mcs) instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during central processing, single port (sp) monopolar curved scissors (mcs) instrument tip was not locking into the instrument. There was no report of patient involvement. Isi followed up with the initial reporter and obtained the following additional information: the issue of single port (sp) monopolar curved scissors (mcs) tip was not locking into the instrument was identified in central processing prior to reprocessing. The type of the damager observed was unknown but contact person reported the cable was intact. It was unknown if during last use in a surgery if the instrument was inspected prior to use. It was unknown wire exposed due to damaged insulation. It was unknown if there were any damage to the tube adapter of the sp monopolar curved scissors. It was unknown if there were any loss of cautery associated with damaged cable. It was unknown if any signs of thermal damage at site of insulation damage. It was unknown if any arcing observed during the procedure. It was unknown if the instrument collides with any other instrument or tool during the procedure. It was unknown if the procedure completed with the same instrument or a backup instrument. It was unknown after the completion of this procedure was the instrument inspected for any damage. It was unknown if the damage result in a fragment fell inside of the patient¿s anatomy. It was unknown if fragment fell if it was retrieved. Unknown if it was retrieved during the same procedure or another procedure. It is unknown if photographic image of the dire or a video recording the procedure was available for isi review. Patient demographic was unknown.